Event description:
Introducer was inserted in 2003. Swan-ganz catheter was inserted and removed six days later. Meds were infused through the infusion lumen. There was a report of blood leakage related to an opening in the sheath, resulting in hemodynamic instability of patient. It was stated that the sheath was cut length-wise and was bent. It was stated that the patient did not receive the meds and lost blood. Hb was 4.2 mmol/l. It was stated that a blood transfusion was needed. Pt. Stable.